Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential factors that can contribute to difficulty in removing the clip include, but are not limited to, patient anatomical conditions (leaflet or chordal pathology), patient disease state, chordae entanglement, interactions with other devices or procedural technique. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in removing the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device. In this case, the information provided in the case details stated that during the attempt to deploy the first clip in the medial jet, the clip became caught in the chordae. Troubleshooting maneuvers were performed and the clip was able to be freed from the chordae. Based on the information reviewed and without the product to examine, the cause for the reported difficulty in removing the cds appears to have been due to patient anatomical conditions. There does not appear to be any evidence of a quality deficiency associated with this device. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. A query of the electronic complaint handling database indicated there had been no similar difficulty removing device from chordae incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The third cds referenced is being filed under a separate medwatch report.

Event description:
Additional information subsequent to the initial report: the first cds (10307415/(B)(4)) used is the cds that could not be inserted, and was not deployed. The second cds (10304645/(B)(4)) became caught in the chordae. It was noted that the images were not great, but they were not unacceptable, and the clip was implanted successfully. The third cds (10308585/(B)(4)) used became caught in the chordae during positioning. The images were not great with this cds either, but they were not unacceptable. It was confirmed that difficulty was noted aligning the clip back into the sgc, but the clip was re-aligned and the cds was removed easily. The clip arms were fully closed. Additionally, the guide straightened during cds removal. No damage was noted to the sgc. There was no difficulty with advancement of any cds, only the previously reported insertion difficulty with the first cds. The valve had several secondary and tertiary chords that were near the grasping region. For the clips which were caught in the chordae, there was no unexpected movement or steering with the cds. Substantial clip arm orientation adjustments were made to the device during removal from the chordae. The physician does not feel that the device contributed to the clip getting caught in chordae. After the procedure was completed, it was observed that the hemostatic valve was loose. It was confirmed that no pressure was applied to the hemostasis valve during preparation or the attempts to insert the cds. No additional information was provided.

Event description:
This mitraclip clip delivery system (cds 10304645/14) is submitted for resistance noted with the chordae during deployment of the clip, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, medial jet, lateral jet and a posterior flail. The first clip delivery system (cds) was prepared, inserted and advanced without issue. During the attempt to deploy the clip in the medial jet, the clip caught in the chordae. Troubleshooting maneuvers were performed, and the clip was able to be freed. The clip was implanted successfully and the mr was reduced to 3+. The next cds (10307415/04) was then attempted to be inserted into the same steerable guiding catheter (sgc), but it could not be inserted. A new cds (10308585/05) was inserted and advanced into the same sgc without issue. The leaflets were grasped, but the clip could not be positioned lateral enough to reduce the jet. During positioning, the clip became stuck in the chordae. Troubleshooting maneuvers were performed, and the clip was freed. The cds was removed. No further treatment was performed. The mr grade remained at 3+. It was noted that the lateral chordae was ruptured, but the physician is unsure if this occurred during placement of the last clip, or if it was pre-existing. The patient was confirmed to be clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - substantial clip arm orientation. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the clip becoming caught on the chordae, resulting in difficulty removing the clip delivery system (cds) may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and steerable sleeve functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. A query of the complaint-handling database identified no other incidents reported for difficult to remove/clip caught in chordae from this lot. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. The information provided in the case details stated that the valve had several secondary and tertiary chords that were near the grasping region. There were no unexpected movements/steering of the cds during positioning that and per the physician, the device did not contribute to the clip getting caught in the chordae. However, it was indicated that there were substantial clip arm orientation adjustments made to the device. It should be noted that the electronic mitraclip instructions for use (IFU) warns, do not make substantial clip arm orientation adjustment in the lv. Clip entanglement in sub-valvular apparatus may result in difficulty or inability to remove the clip. In this case, it is likely that a combination of the patient anatomy and substantial clip arm orientation adjustment made to the device during the procedure contributed to the clip getting caught on the chordae/difficulty removing the cds. Based on the information reviewed, there is no indication of a product deficiency.